Manufacturer narrative:
The impedance values were incorrectly reported as out of specifications.

Event description:
It was reported the patient (B)(6) experienced loss of therapy from the dbs system. A system diagnostics indicated impedance values measured high and out of specifications for multiple lead contacts. Follow-up identified the patient's dbs ipg was explanted and replaced. Stimulation therapy was reportedly resumed postoperative.

Manufacturer narrative:
(B)(4). This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.